Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead and x-rays showed that the lead had migrated. Patient underwent surgical intervention wherein, the leads were explanted. It was noticed during surgery that both leads migrated and the physician opted to replace both leads. Effective therapy was restored post operatively.